Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip broke off and stuck in the set screw which could not be retrieved and therefore, remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The torque wrench was functionally inspected and determined to be out of calibration on the high side by almost 2% (compared to the maximum specified torque of 106 in*lbs). While the handle may have contributed to this incident, since it was out of spec on the high side, testing indicates the tip will fail under approximately 150 ± 9 in-lbs, and therefore, this incident was likely caused by over-torquing the set screw. Our review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 09/21/2016 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip broke off and stuck in the set screw which could not be retrieved and therefore, remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip broke off and stuck in the set screw which could not be retrieved and therefore, remains in the patient.